Event description:
Information was received from a healthcare provider and a consumer via an company representative regarding a patient receiving morphine 40mg/ml at 16.51mg/day and bupivacaine 25mg/ml at 10.3mg/day via an implantable pump. It was reported the patient had a catheter revision on (B)(6) 2024 to move catheter tip down a couple vertebral levels in hopes to further cover painful areas. The patient stated that pump therapy was working pretty well and currently gave him ~70% relief. The patient and physician were hoping to gain even more pain coverage. During the revision, no product removed or added during the surgery. Everything stayed the same. The surgeon cut the suture off the anchor, pulled down the catheter tip and re-anchored. There were no known environmental, external or patient factors that may have led or contributed to the issue or diagnostics and troubleshooting performed. Adjustments were made to the dosage and the ptm (personal therapy manager). It was unknown if the issue was resolved at the time of the report, and it was noted the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial (B)(6) implanted: (B)(6) 2024 : product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial (B)(6), ubd: 20-dec-2025, UDI (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.